Event description:
On (B)(6) 2004, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle 100 cup size 56 mm, with a 36 mm x 56 mm ultamet neutral metal liner, tapered femoral stem with duofix ha, size 9 high offset, and the femoral head was a 36 mm diameter 1.5 neck. On (B)(6) 2005, I underwent a right total hip arthroplasty. I received a 52 mm sector 2 pinnacle depuy acetabular cup with an ultamet metal on metal insert 36 mm x 52 mm, a size 8 high offset summit depuy duofix ha stem with an articul/eze metal on metal femoral head 36 mm +1.5 neck. Soon after these surgeries, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area and left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: left hip osteoarthritis. Right hip osteoarthritis.